Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage on the lead body and insulation. Moreover, the lead migrated through the right ventricular (rv) into the chest wall. The physician mentioned that the lead was unraveling. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. There was a cut through the insulation and into the distal lumen and suture sleeves. There was no other damage in the insulation observed. In addition, the gore covering was separated and stretched from the proximal shocking coil.